Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported that after implant of the lead, the patient had a bleed in the brain. The cause of the event was unknown and it was unknown if any diagnostics/troubleshooting was done. The manufacturing representative did not know if any intervention was done or if the issue was resolved. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.